Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. No patient/user injury was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 reason for partial UDI: serial# is unknown. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer wanted to review troubleshooting and discuss the alarm in detail. The customer had followed the "help" instructions, states there is no blood seen in the helium tubing, all connections verified, and used the iab fill/start key to resume therapy without issue. The customer mentions this is the first occurrence of the alarm and that they have never experience this alarm while caring for the patient. Personnel reviewed clinical causes, and the customer states the patient is on a ventilator with a "very high" peep setting. An attempt to get product information was made but not successful, no serial numbers were provided.

Event description:
N/a